Event description:
It was reported that "following a surgical procedure it was noted that the patient had sustained a 4cm 3rd degree burn on the calf of the leg at the pad application site."

Manufacturer narrative:
The ground pad was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report, I will file a supplemental.